Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Review of the controller log files revealed three (3) controller power up events logged on (B)(6) 2020 at 19:34:24, 19:35:22, and 19:36:15. The data point prior to the first loss of power revealed that a battery was connected to power port one (1) with 48% relative state of charge (rsoc) and another battery was connected to power port two (2) with 94% rsoc. The data point recorded after the first loss of power and prior to the second loss of power revealed that an active power adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the second loss of power and prior to the third loss of power revealed that no power source was connected to power port one (1) and an active power adapter was connected to power port two (2). The data point recorded after the third loss of power revealed that an active power adapter was connected to power port one (1) and the same battery was connected to power port two (2) with 94% rsoc. No anomalies were recorded leading up to the losses of power. The controller was without power for 8 seconds, 12 seconds, and 13 seconds, respectively. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attribute d to a disconnection of both power sources as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient disconnected both batteries and only plugged in the ac adapter to port one. After one minute, the patient switched ports using (presumably) the same ac adapter with no battery in port one. Forty seconds after, the patient switched ports again but plugged in a battery in port 2 this time and triggered a ventricular assist device (vad) double power disconnection and stopped. The controller remains in use. No patient complications have been reported as a result of this event.